Event description:
On (B)(6) 2013, covidien received a report that the maxa sensor was attributing to low spo2 readings.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report. Covidien is attempting to obtain add'l info regarding the pulse oximeter in use.